Event description:
Plaintiff alleges suffering from type-I latex allergy and that as a further and direct proximate result, plaintiff is now sensitized to latex, is restricted as to where she can go and what she can do with her life and career. She has further suffered and will continue to suffer in the future, severe emotional distress and an inability to engage in her normal activities. She has suffered physical injuries, including, but not limited to allergic rhinitis, dermatitis, hives, shortness of breath, systemic asthma and urticaria, and other physical manifestations of her injuries as well as great despair and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature. Plaintiff's husband alleges deprivation of the love, services, advice, companionship and consortium of his wife.